Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and discharged on an unknown date. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with injection reflin (1 gram, daily) and injection tobramycin (40 mg, daily) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.